Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2015 with the following findings. On investigation, the pump powered up to the verify screen with auditory and vibratory features were operational. Battery compartment cracks were found at the case seal below the grip pad and from the threads towards the case seal to the left of the grip pad. A piece of the casing was missing in the threads area. The audio bolus button cover was detached and missing from the pump. Unable to perform functional test on the audio bolus button. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked at a couple of places. This report is made based on the results of investigation completed on 12/02/2015.